Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "adenopathy on right armpit of 12.5mm."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "adenopathy on right armpit of 12.5mm." The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "adenopathy on right armpit of 12.5mm." The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs a device a device with red particles on the surface of the shell, biological tissue next to the device, appears to be intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.6.